Event description:
Same case as MDR: 2134265-2013-08543; 2134265-2013-08542 it was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in an unspecified procedure. Pullback was attempted but the motor drive unit (mdu5) failed to do automatic pullback. No patient involvement.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The unit was received in good condition with no visible damage or defects observed. The unit met specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08543; 2134265-2013-08542. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in an unspecified procedure. Pullback was attempted but the motor drive unit (mdu5) failed to do automatic pullback. No patient involvement.